Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent minimally invasive lumbar decompression and fusion at l3-s1. During surgery, the sleeves each ¿popped¿ off when surgeon was attempting to reduce rod into screw head. The sleeves appear bent. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Device evaluation: after a visual and functional review of the product, no failure could be noted. It appears the instrument is capable of performing is job. If information is provided in the future, a supplemental report will be issued.